Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient's husband contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2010 and obtained the following information: the reporter alleged that the issue began on the evening (time unknown) of (B)(6) 2010. Prior to going to bed, the reporter corrected and clarified that the patient obtained a blood glucose result of "141 mg/dl" with the subject meter; a result which the reporter stated that the patient would usually be comfortable with. Per the reporter, the patient would not consume any food at bed time if her blood glucose result is over "100 mg/dl". The patient managed her diabetes with humalog insulin (30 units twice a day) and lantus insulin (50 units once before bed). After the alleged issue occurred, the reporter corrected and clarified that the patient took her usual dose of 50 units of lantus and went to bed. The patient corrected and clarified that on (B)(6) 2010 at 3:45am, the reporter found the patient unconscious, sweating, and cold. After immediately contacting the emergency medical services (ems) the reporter clarified he tested the patient with the subject meter and obtained a result of "45 mg/dl". Per the reporter, the ems arrived at approximately 4am and after the patient obtained a blood glucose result below "30 mg/dl" with the ems's meter, the reporter specified that the ems immediately administered an IV dextrose solution and regain consciousness. By 4:30am, the reporter stated that the ems transported the patient to the emergency room (ER). During the patient's ER visit, the reporter stated the patient was given a continuous amount of dextrose solution intravenously and by 10am that morning, the patient was released from the ER. During a doctor's office visit later that afternoon, the reporter stated the patient's physician adjusted her diabetes regimen and the patient is now taking humalog insulin on a sliding scale and 30 units of lantus insulin twice a day. At the time of troubleshooting, the customer service representative (csr) verified the correct unit of measurement on the subject meter and that the blood glucose result was from the approved (per owner's booklet) sample site. The csr also noted that the patient followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed the patient developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results generated by the synchron lx I 725 clinical system for two patient samples upon repeat, both samples resulted in the normal reference range. The erroneous results were not reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.